Manufacturer narrative:
(B)(4).

Event description:
A report received stated an 840 ventilator experienced a graphical user interface (gui) inoperable alert along with a blank gui display. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported graphical user interface (gui) inoperative condition. The cse replaced the gui printed circuit board assembly to resolve the issue.